Manufacturer narrative:
Concomitant medical products: product ID: 310c29, product type: tissue valve, implanted: (B)(6) 2019; product ID: 4968-35, product type: lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. In addition, the implantable cardioverter defibrillator (ICD) longevity was noted have decreased by two years in 2 months time. The patient was noted to have an increased amount of atrial fibrillation and ventricular pacing was noted to have increased due to a recent atrioventricular node ablation. The ra lead and the ICD remain in use. No patient complications have been reported as a result of this event.